Manufacturer narrative:
Mourand, I. Et al. (2014). Mechanical thrombectomy with the solitaire device in acute baislar artery occlusion. Journal of neurointerventional surgery, 4, 200-204. Http://dx.doi.org/10.1136/neurintsurg-2012-010629 the solitaire fr devices have not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01204 2029214-2017-01205. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire fr mechanical thrombectomy. The purpose of this article was to evaluate the efficacy and safety of mechanical thrombectomy with the solitaire fr in revascularization of patients with acute basilar artery occlusion and to identify the predictive factors for clinical outcome. The authors reviewed 31 patients with acute ischemic stroke attributable to abao treated with the solitaire device within 24 hours of symptom onset. The patients¿ mean age was 61 years; 15 patients were male. The article states that death occurred in 10 of the 31 patients: - two patient deaths were related to embolic infarct of a new territory. - one patient death was from a large symptomatic posterior fossa hematoma. The article states the hematoma was related to the procedure. The causes of death for the remaining patients was not provided.